Manufacturer narrative:
Insurance company is in possession.

Event description:
Consumer claims that a humidifier caught on fire, melted and damaged the flooring. Consumer has turned the matter over to her insurance company.

Event description:
Consumer alleges that a humidifier caught on fire, melted and damaged the flooring. Consumer has turned the matter over to her insurance company.